Event description:
Patient admitted for re-evaluation of current pacemaker, suspected dysfunction with inappropriate sensing. Patient having electrical interference at site of pacemaker. To or for interrogation of pacemaker v lead, explantation of pacemaker generator and insertion of new vvir pacemaker with fluoroscopy, capping of old v lead and insertion of new v lead.